Event description:
It was reported the patient had sudden, pre-syncopal episodes. The device was checked and found to have normal function, with both pacing output and telemetry. Changeout of the device had been scheduled previously, due to the field advisory, but the device changeout was done sooner because of the patient's pre-syncopal episodes. No further patient complications were reported as a result of this event, and the patient's status was reported to be well following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.